Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. (B)(4).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that the customer was hospitalized due to stomach illness, not related to diabetes and was advise at the hospital to disconnect from the insulin pump. Customer¿s blood glucose level around 400 mg/dl, but not sure due to pain. Customer stated that they did not remove the battery, if they need to reset the insulin pump. The insulin pump will not be returned for analysis.